Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 37 or pump error 43 alarms noted during testing. The motor was tested outside of the device and passed. Additional information related to auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The auto mode was not active at the time of incident due to insulin pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 584 mg/dl at the time of the incident. Customer also reported that the insulin pump had multiple pump error alarms. Customer was able to clear the alarm and was not able to complete rewind. It was unknown whether the customer was using the auto-mode feature. The device will be returned for analysis. Frn-unk-rsvr, unomed inf set.